Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that they feel well and state they do not require medical attention. The customer's expected blood results are 90-180mg/dl fasting. Verified the strips expire 02/28/2016. Customer states the strips are properly stored and were first opened on (B)(6) 2015. Reviewed meter memory: 1:350mg/dl on (B)(6) 2015 07:34:00 pm fasting:yes customers concern: 350mg/dl on (B)(6) 2015 7:34pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that they feel well and state they do not require medical attention. The customer's expected blood results are 90-180mg/dl fasting. Verified the strips expire 02/28/2016. Customer states the strips are properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:350mg/dl; (B)(6) 2015 07:34:00 pm fasting: yes. Customers concern: 350mg/dl (B)(6) 2015 7:34pm. No adverse event reported.